Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-02 additional information was received from the patient. The patient stated that the cause of the issues were the device causing numbness in their left side, on the side of the implant. The patient stated that they worked with a rep to decrease the setting which helped. The patient was then able to raise the setting again. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were scheduled for an MRI in a couple of weeks and they were told to check their MRI mode to see what their capabilities were but they hadn't done that yet. Patient services offered to walk the patient through connecting to their settings and emailed the patient MRI mode instructions. The patient stated it was sometimes very hard to find, communicate with and connect to their ins settings using their external devices since they first started using them after being implanted. It hadn't been helpful that they had been trained on how to use the external devices at implant while they were still "out of it" and under the influence of the anesthesia so they never fully grasped what they had to do until later. Patient services reviewed external devices and walked the patient through activating and deactivating their MRI mode. Patient was on program 4 at 1.3 ma and commented that they'd had a lot of trouble with the setting being uncomfortable when they were in certain positions like laying down or doing yoga exercises for about a year now. Patient confirmed that they thought the therapy was helping their symptoms by at least 50% or greater since implant, but they felt they had to increase the stimulation up higher in order to get even better relief and mentioned that they'd increase the stimulation and that it would be uncomfortable at first but then said they would get used to it. Patient services reviewed stimulation and programming considerations, therapy expectations and device description/function with the patient and reviewed with the patient to decrease the stimulation to comfortable level and to follow up with their managing healthcare provider for further concerns or questions. Patient stated they were fine for now but noted they may bring the stimulation down to a lower level at another point. For a while there the patient was adjusting their settings on their own but then their hcp office had a nurse named tara who really knew about the programming and helped the patient get to another program that the patient felt was much better. The patient said they felt the stimulation right along the side of their vaginal area and that it wouldn't really bother them after a while unless they were laying down but the previous program had felt like someone had been sticking a pin in them so they were glad they'd switched programs. They'd had to turn their therapy off once to get electrical stimulation acupuncture and mentioned they had to apply estradiol vaginally (which they noted was one of the times when they would feel discomfort from the stimulation when laying down.) On 2026-jan-23 additional information was received from the patient. The patient called back requesting assistance with MRI mode. The patient stated the booklet they have didn't have any MRI mode instructions. During the call the patient also commented that the ins did not get implanted in a good place and was on the bottom of their butt. The agent walked patient through connecting to the ins and activating/deactivating MRI mode during the call. The patient requested MRI mode instructions also be mailed to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-02 patltr (con): additional information was received from the patient. The patient stated that the cause of the issues were the device causing numbness in their left side, on the side of the implant. The patient stated that they worked with a rep to decrease the setting which helped. The patient was then able to raise the setting again. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.